Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the field service notes indicates that a preliminary review of the logs noted an error related to communication between the instrument drive unit (idu) and the z-slide was observed. Reconnection of the communication connector area was performed, and the issue was resolved. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a simulation exercise, an arm non-recoverable error occurred on arm 3. The arm was restarted, which resolved the issue. There was no patient involvement.

Event description:
It was reported that during a simulation exercise, an arm non-recoverable error occurred on arm cart assembly 3. The arm cart was restarted, which resolved the issue. There was no patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that a non-recoverable error occurred with the arm cart assembly. Analysis of the logs showed an error related to communication between the instrument drive unit (idu) and the z-slide. Reconnection of the communication connector area was performed and the issue was resolved. Further evaluation of the logs indicated an error code for 'linked to robotic arm motor state error', an error code for 'linked to arm non-recoverable error - robotic arm brake state error' and an error code for 'linked to motor state - brake state agreement' were all observed on arm cart assembly 3. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed errors was determined to be related to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.